Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was showing circuit disconnection and circuit occlusion alarms even when no circuit was connected. Furthermore, there was no patient associated with the reported event.